Manufacturer narrative:
(B)(4)

Event description:
Customer called to report obstruction errors with the closed tube aliquotter (cta) probe on the unicel dxc 600i synchron access clinical system. The customer technical specialist assited customer with troubleshooting the instrument by flushing the probe to clear any obstructions. After flushing the probe, the obstruction was cleared, and customer then noticed liquid at the bottom of the cta compartment. Customer was asked to reboot the instrument, run controls on the instrument, and call back if the problem continued. Customer did not call back for further assistance; therefore, it appears as if the troubleshooting resolved the issue. Customer stated that no patients were harmed as no erroneous patient results were not generated. Customer did not state harm to instrument operators.